Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the syringe required tightening, causing a false negative bilirubin . The fse then tightened the syringe connection and ran 10 strips of ca and observed no white edges on bilirubin pad. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine bilirubin results on controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.